Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was an unknown. The downstream and upstream occlusion seal were replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to battery compartment damaged. Upon physical inspection, a separated downstream occlusion seal (dso) and discoloration of the upstream occlusion seal were found. There was no patient involvement, no patient injury was reported.